Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information is not available for reporting. Device was not implanted or explanted during the procedure on (B)(6) 2015. Complainant part has been discarded and is not currently available for investigation. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing location: (B)(4) - manufacturing date: april 7, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that more than one (1) matrixneuro screw broke during a cranium surgery on (B)(6) 2015. The heads of the screws sheared off into pieces during insertion into the cranium. Other screws were readily available. No surgical delay was reported. This report is 1 of 1 for (B)(4).